Event description:
It was reported by provider that the weld was broke off on the right footrest and in the box when delivered, no damage to the box itself, conceal freight damaged on the 9xt wheel chair.